Event description:
It was reported that the patient presented in the emergency room due to diaphragm stimulation. Upon device interrogation, it was noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited loss of capture. Fluoroscopy confirmed the ra and rv leads dislodgement. The ra lead and rv lead were explanted and replaced on (B)(6) 2025. The patient was in stable condition.